Manufacturer narrative:
Device evaluation: a specific cause for the reported infection and a direct correlation to heartmate ii lvas, serial number (B)(4)could not be conclusively established through this evaluation. Infection is listed in the instructions for use as a potential adverse event that may be associated with use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: it was reported that wound culture results on (B)(6) 2017 were negative. The patient was intolerant using the foley anchor due to skin irritation. However, the patient had some breakdown of the skin which was related to mild trauma. No infection was noted.

Manufacturer narrative:
Approximate age of device ¿ 1 year and 6 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had skin breakdown around the driveline site. The driveline rash/trauma began on (B)(6) 2017. The site was cultured; results were not provided. The site was treated with lotrisone and daily dressing changes. Reportedly, this had improved over time but had not yet resolved. Medication changes were made.